Event description:
N/a.

Manufacturer narrative:
An event for patient effects of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause of the reported arrhythmia could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using an unknown delivery system. The patient had a non-abbott surgical aortic valve was implanted in 2012 and 23mm portico valve was implanted in the non-abbott valve on an unknown date in 2020. During procedure, the case went as planned and the valve was successfully implanted. A small leak was noted after implant and a post dilatation balloon was requested to achieve optimal apposition of the implant. A valve fracture of the surgical valve performed and the surgical valve fractured. An aortogram was performed after valve fracture showed a ventricular septal defect (vsd) was evident and an unknown size amplatzer vascular plug ii (avp2) was chosen to close vsd. The avp2 plug closed the vsd but was not secure. A new 25mm navitor vision was implanted and that sandwiched the plug to secure it. The vsd remained closed and patient remained hemodynamically stable. The patient had a conduction disturbance following the procedure and a temporary pacing wire was left in the original place. On (B)(6) 2024, the patient received a permanent pacemaker. The patient was reported stable and discharged.